Event description:
It was reported that left ventricular lead exhibited loss of capture. The device was reprogrammed and the patient would continue to be monitored. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).